Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.